Event description:
It was reported to philips that x-ray was not possible with the azurion system. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that footswitch was not responding. The fse re-attached the wired footswitch which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during a coronary planned non-emergency treatment and the procedure was completed as planned. However, no patient or user harm was reported. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Upon troubleshooting, rse found that the footswitch cable was not completely plugged in at the table. The plug of the wired footswitch was re-attached, and the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.